Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Getinge field service engineer (gfse) reported that while maintaining the machine as usual, they found that the cardiosave intra-aortic balloon pump (iabp) timing is not correct. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) timing is not correct. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(medical device- problem code, type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional fields: e1(event site state: zz, event site postal code: (B)(6). It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) had a realtime processor timing is not correct. Regulator, drive threads are loose. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found the time was not correct, regulator, drive threads were loose. Tested and tried changing the pcb, exec processor. Found that the time was working normally.

Event description:
N/a.